Event description:
Blood donor was incised with a co's fingerstick device as part of the procedure to donate blood during a mobile blood drive. Two (2) days later, the donor still had a bruise and soreness which "felt like a thorn". The donor examined the incision under a light and pried apart the skin. A "little sliver" of metal came to the surface.